Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system showed signs of infection, with redness and inflammation visible on the patient's chest, pain and swelling at the insertion site, worsening air space disease, right side effusions, mixed attenuation fluid in the left subpectoral region and a post-operation hematoma noted. It was further reported by a healthcare professional that this was sepsis related to pneumonia. The patient received antibiotics. The system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.